Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge circuit warning for excessive charge time and had rapid battery depletion to premature end of service (eos) in less than two months' time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. The analysis commented that battery analysis found increased battery resistance which resulted in excessive charge time out before rrt. Excessive charge time occurred on (B)(6) 2016 with eos appears to have occurred at the same time. It is noted that charge circuit timeout occurred several times with the first one occurring on (B)(6) 2016 which is after rrt date of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.